Event description:
It was reported that a malfunction alarm, specifically alarm 01, occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The caller followed the technical support's instructions to load a second, new cartridge, and successfully resumed insulin therapy.